Event description:
Journal article received. Unstable trochanteric fractures and intramedullary treatment. The influence of fracture patterns on complications and outcome: authors: inger b. Schipper, chris van der werken.: european journal of trauma, february 2004, volume 30 issue 1, pp. 29-34. This article does mention synthes device. This study is about the differences in a2 and a3 trochanteric fractures treated by intramedullary fixation. Gamma nails and pfn nails were used. There were 313 patients with a2 fractures and 100 patients with a3 fractures documented within 9 participating hospitals. All patients received prophylactic antibiotics before the surgery. Follow ups were at 4 weeks, 4 months and 1 year post operatively. At each visit anteroposterior and lateral x-rays were taken. Intraoperative complications were reported: placement of hip screw(s), or distal locking, breakage if kirschner wires, and malrotation of femur. It was also reported there were 47 reoperations, including: superficial wound infection, deep infection, hematoma, cutout, lateral migration of hip screw, medial protrusion of hip screw, distal locking problem, malrotation, shaft fracture, and pseudarthrosis. It is not possible from the article description to map the adverse events to the specific synthes product. This is 3 of 4 reports for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Event date: (B)(6) 2004. The investigation could not be completed; no conclusion could be drawn, as no product was received.